Event description:
Additional information was received indicating defibrillation threshold (dft) testing was performed to test this system and the shock impedance measurements were within acceptable range. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. It was noted that the raise in impedance measurements was gradual, and the plan was to continue monitoring the system. The system remains in service. No adverse patient effects were reported.